Event description:
Caller reported a continuous glucose monitor (cgm) error and sought assistance for resolving the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, and the caller was guided through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.